Event description:
Allegedly the patient was revised due to mom complications. During revision surgery, the surgeon found: large pseudotumor formation about the size of a small tangerine, metallic synovial fluid, cell count not indicative of infection, extreme metallosis with staining of tissues and necrotic debris within the joint. Shortly before plaintiff (B)(6) revision surgery, his cobalt level was 4.8 and chromium level was 5.8. (Right)